Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and non-calcified left anterior descending (lad) artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. Inflation was performed twice. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of same device. No patient complications were reported and the patient was in good condition post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).